Manufacturer narrative:
Additional information was added to d9, h3, h6, h11. H11: the device was received for evaluation. Visual inspection was performed and a separation between the female connector and the main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. The dark blue tip end twisted off from the white valve. This occurred while disconnecting after a peritoneal dialysis irrigation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.